Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that the stimulation sensation got lost about a month ago and that they have not been able to hold their bowels for a little over a month. The patient had been adjusting amplitude and could barely feel it at 5.0. The patient stated like 2 months ago, they fell on their butt. The patient was redirected to their healthcare provider to further address the issue. It was noted that the patient had an appointment with their managing physician later this month. The patient's relevant medical history included patient had a hip replacement on their right side (not alleged to be related to the device/therapy) and still had hip pain which required MRI.